Manufacturer narrative:
Reported event: probe fails to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure. According to the complainant, during the procedure the gold probe would not work when it was plugged into the generator. The procedure was completed with another gold probe. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found no issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure. According to the complainant, during the procedure the gold probe would not work when it was plugged into the generator. The procedure was completed with another gold probe. No patient complications were reported as a result of this event.